Event description:
It was reported that the patient connector on the transfer set could not be connected with the titanium adaptor. The caller stated there was a gap between the patient connector and the titanium adaptor. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. External/internal inspection was performed. Leak testing, clear passage testing, clamp function testing were performed with no issues noted. Internal diameter (ID) of patient connector was measured and was found to be within print specification limits. Evaluation of the received sample did not verify the reported event. A review of all batch record documents was performed for potentially associated lot number h13k16025 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon conclusion of the investigation, the cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample has been received and the evaluation is ongoing. Should additional relevant information become available, a follow-up report will be submitted.